Event description:
Customer reported discordant ph results. A fetal scalp sample was measured with a ph of 6.9 on the instrument whereas alternate method reported ph of 7.3 for the same sample. The customer indicated that a ph of 6.9 for a fetal scalp sample could result in a cesarean procedure. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant ph results is unk.